Manufacturer narrative:
(B)(4): the customer reported an unspecified failure and that the device could not be used. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completed on the investigation.

Event description:
The customer reported an unspecified failure and that the device could not be used. There was no report of pt involvement.